Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station time was off by 10 minutes. A technical support specialist dialed into the station and identified that the system time was delayed by 10 minutes. The time was corrected to reflect the current time and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es time was off for 10 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.